Manufacturer narrative:
Summary of event: as reported, during an unknown number of cases, "multiple" tuohy-borst large bore clear plastic sidearm adapters leaked. Per the reporter, "there is no fixing it", and the valve leaks "substantially" even when tightening the valve. The patients did not require any treatment for blood loss. The patients did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of manufacturing instructions and quality control procedures were conducted during the investigation. A visual inspection of one complaint device was also conducted. One device was returned to cook for investigation. The device leaked when a wire was not locked in; however, it did not leak when a wire was in place. The lot number was not provided to cook, and a search of sales was unable to identify the lot; therefore, the device history record and complaint history could not be reviewed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and investigation of the returned device suggests that there is evidence the devices were manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
. G4: PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown number of cases, "multiple" tuohy-borst large bore clear plastic sidearm adapters leaked. Per the reporter, "there is no fixing it", and the valve leaks "substantially" even when tightening the valve. The patients did not require any treatment for blood loss. The patients did not require any additional procedures or experience any adverse effects due to this occurrence.